Event description:
It was reported that the 9800 system would not fluoro during a case. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced and the ps1 power supply adjusted during the service call. The system was tested and found to be working as intended, and put back into service.